Event description:
On (B)(6) 2023, the patient was treated for zone 2 thoracic aortic aneurysm with aberrant lsa with kommerell diverticulum. The physician implanted a gore® tag® conformable thoracic stent graft with active control system in a right-sided arch just distal to the rcca. The first two steps in the deployment went fine, (50% and 100%), but when the physician went to release the lock pin, the suture lines broke. The physician was unsure if it was still attached, so he tried pulling it back, and the graft accordioned on itself. The broken suture line was found in the handle, and it was pulled using a hemostat. The lock pin released, and a second gore® tag® conformable thoracic stent graft with active control system was added to cover the proximal end of the first graft. The patient tolerated the procedure. On (B)(6) 2023, the delivery system of the first graft was received by histology for evaluation. The event had not been reported to medcomplaints at that time, so the fsa was contacted for information on the event.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: type of investigation - code updated to code b01 as a result of the completion of device evaluation. H6: investigation findings: investigation findings code updated to code b14 as a result of the completion of a DHR review. H6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications h6: investigation conclusions: code d16 updated to code d15.